Manufacturer narrative:
The manufacturer previously reported a failure of the system board and sensor board. The system board and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash. The sensor board was evaluated by the manufacturer's quality assurance laboratory and was found to operate to design specifications.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. The device was not in patient use. During the evaluation of the device at a third party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. The manufacturer received information that an issue related to the sensor board was observed. The device's sensor board was replaced to address the issue.